Event description:
It was reported to philips that the heartstart xl defibrillator showed an error (B)(4) message. There was no patient involvement.

Manufacturer narrative:
Upon further investigation it was determined that this complaint is a duplicate of an existing complaint, for which MDR 1218950-2015-06529 was submitted. Please see the corresponding reports for evaluation data.